Event description:
Due to current chinese customs law, medical used medical devices cannot be shipped into the country. For this reason all outside china complaints are shipped to vernon hills for imaging. 2 unopened units were shipped to vh, they were reviewed and did not display the reported nonconformances. The plant will review retained sample for this lot in lieu of the provided devices -m.spears 12/19/2023.

Manufacturer narrative:
DHR review: the complaint lot# is (B)(4), sku is 383319, assembly in suzhou plant on 2022.nov.16, lot quantity is 48066ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, no picture of reported sample provided. One picture of the sample updated on nov.20, , it shows the needle puncture the plastic tube due to current chinese customs law, medical used medical devices cannot be shipped into the country. For this reason all outside china complaints are shipped to vernon hills for imaging. 2 unopened units were shipped to vh, they were reviewed and did not display the reported nonconformances. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check needle and catheter status, both needle bevel orientation and needle lie distance are within product specification, needle tip is in good status. Also have check product using function, the stylet and needle component can be removed successfully. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, stylet is difficult to remove, and the needle puncture through catheter, the possible reasons for this defect is as: 1. Needle lubrication is poor, and may cause the needle/stylet is difficult to remove 2. If pull the plastic puller with a big force but the stylet is difficult to remove, then release the puller, the needle will go forward and puncture through the catheter. The preventive control method as below have been taken for these type of quality risk: 1. Needle status inspection is performed after needle and catheter assembly, needle bevel setting and lie distance setting are 100% inspected 2. In-process inspection and outgoing sampling inspection will check needle status, also check the stylet/needle component pull out force. There is no defect sample returned, one picture was updated on nov.20, while the picture shows the needle puncture the plastic tube. During a normal operation, needle is pulled out and move backward. If the tube was pulled too much but needle is stuck, and release the needle at the same time, it will cause the needle go forward again and have risk to puncture the tube. This type of failure happened during using, we don't know what's the detailed operation during this product using since such puncture issue is unreasonable, we cannot further clarify the actual defect feature why customer pull tube too much length but guidewire is not pulled out accordingly. With the retained sample analysis which all results are within product specifications, so the root cause for this case is not clear.

Event description:
Sample returned. Device could not be submitted to manufacturing facility due to chinese customs laws.

Manufacturer narrative:
DHR review: the complaint lot# is 2287444, sku is 383319, assembly in (B)(4) plant on 2022.nov.16, lot quantity is (B)(4) ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot returned sample analysis: no returned sample was sent back, no picture of reported sample provided. One picture of the sample updated on nov.20, , it shows the needle puncture the plastic tube retain sample analysis: sampling 2ea from the retain sample of the same lot to check needle and catheter status, both needle bevel orientation and needle lie distance are within product specification, needle tip is in good status. Also have check product using function, the stylet and needle component can be removed successfully. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, stylet is difficult to remove, and the needle puncture through catheter, the possible reasons for this defect is as: 1. Needle lubrication is poor, and may cause the needle/stylet is difficult to remove 2. If pull the plastic puller with a big force but the stylet is difficult to remove, then release the puller, the needle will go forward and puncture through the catheter. The preventive control method as below have been taken for these type of quality risk: 1. Needle status inspection is performed after needle and catheter assembly, needle bevel setting and lie distance setting are 100% inspected 2. In-process inspection and outgoing sampling inspection will check needle status, also check the stylet/needle component pull out force there is no defect sample returned, one picture was updated on nov.20, while the picture shows the needle puncture the plastic tube. During a normal operation, needle is pulled out and move backward. If the tube was pulled too much but needle is stuck, and release the needle at the same time, it will cause the needle go forward again and have risk to puncture the tube. This type of failure happened during using, we don't know what's the detailed operation during this product using since such puncture issue is unreasonable, we cannot further clarify the actual defect feature why customer pull tube too much length but guidewire is not pulled out accordingly. With the retained sample analysis which all results are within product specifications, so the root cause for this case is not clear.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima y adp yel 24ga x 0.75ina needle went through the catheter. The following information was provided by the intiial reporter; "member of staff was using the above device to administer a subcutaneous injection to a patient following insertion of the needle into the patients thigh she attempted to remove the guidewire. The product has a safety device and the guidewire was very stiff and was not able to be easily removed. The member of staff who was pulling the guidewire downwards towards her (as is usual practice) felt resistance and then released the wire. She advised that at this point the wire with the needle at the tip of it advanced up the plastic tube (towards the patient) and then punctured the plastic tube and went into the finger of the staff member who was operating the device resulting in a needlestick injury. On reflection she advised that the only thing she did differently to her usual practice was to replace the bung that was already in place on the side port with a bionecteur bung before she removed the guidewire. There is a bung in place on both ports within the device before it is opened. It needs replaced with a bung that allows administration of the medication. She feels this could have created a greater vaccuum and potentionally contributed to the event"

Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot# is 2287444, sku is 383319, assembly in suzhou plant on 2022.nov.16, lot quantity is 48066ea. Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot returned sample analysis: no returned sample was sent back, no picture of reported sample provided. One picture of the sample updated on nov.20, , it shows the needle puncture the plastic tube retain sample analysis: sampling 2ea from the retain sample of the same lot to check needle and catheter status, both needle bevel orientation and needle lie distance are within product specification, needle tip is in good status. Also have check product using function, the stylet and needle component can be removed successfully. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, stylet is difficult to remove, and the needle puncture through catheter, the possible reasons for this defect is as: 1. Needle lubrication is poor, and may cause the needle/stylet is difficult to remove 2. If pull the plastic puller with a big force but the stylet is difficult to remove, then release the puller, the needle will go forward and puncture through the catheter. The preventive control method as below have been taken for these type of quality risk: 1. Needle status inspection is performed after needle and catheter assembly, needle bevel setting and lie distance setting are 100% inspected 2. In-process inspection and outgoing sampling inspection will check needle status, also check the stylet/needle component pull out force there is no defect sample returned, one picture was updated on nov.20, while the picture shows the needle puncture the plastic tube. During a normal operation, needle is pulled out and move backward. If the tube was pulled too much but needle is stuck, and release the needle at the same time, it will cause the needle go forward again and have risk to puncture the tube. This type of failure happened during using, we don't know what's the detailed operation during this product using since such puncture issue is unreasonable, we cannot further clarify the actual defect feature why customer pull tube too much length but guidewire is not pulled out accordingly. With the retained sample analysis which all results are within product specifications, so the root cause for this case is not clear. H3 other text : see narrative.